Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 356 mg/dl. Pump system check was performed with tandem technical support and air bubbles were observed in the tubing. Reportedly, customer filled tubing to remove air. Bolus was delivered to address bg.